Manufacturer narrative:
H3: the ins, model# 977006 serial# (B)(6), was returned for product analysis. Analysis of the ins revealed no significant anomaly. The returned ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. There was good, stable output of all electrodes. Analysis determined that the ins was functional. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a patient with known bilateral lower limb pain reported to the healthcare provider (hcp) at follow-up review, since implanted neurostimulator (ins) changed in (B)(6) 2024 to a new ins tingling sensation in lower limbs similar to stimulation sensation which is persistent in lower limb. Sensation in lower limbs remains despite turning on or off stimulation and adjusting stimulation along with programs. System was reviewed in clinic previously with no impedance issues noted. (Therapy turned off and impedance checked to review lower limb symptoms independent of stimulation). Trialed therapy break and stimulation turned off in clinic a few months ago but patient reports ongoing sensation in lower limbs therefore hcp explanted ins on (B)(6) 2024 with plan for device to be sent for investigation. Existing octad lead in thoracic region and extension lead leading to ins pocket in right abdomen therefore additional extension lead implants to end of lead extension insitu to protect leads if new ins implanted at future date. The issue has not resolved. Additional information was received. Field representative has the ins and is aiming to get this sent off for analysis in next week so should with available return in 7-10 days. The ins has not been replaced and is unknown when it will be replaced. No issues were reported for the leads and added extension implanted into the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the a new ins was not implanted because the hcps choice was to wait for the investigation of the explanted ins.